Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
The customer received a blood glucose reading on the contour usb that was 40mg/dl different than on the doctor's meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The call ended before further information could be obtained.